Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a fault code #53.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and confirmed fault code #53. After inspection of the executive processor board, the fse found traces of corrosion, watermarks, and crystallization of saline on the executive processor board. It was also notice by the fse that the IV pole was not in its correct position as it was facing inward hanging over the iabp. The IV pole was cracked, as it was forced into the position it was found in. A broken fiber optic sensor extension cable was found as well. The fse replaced parts and and performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0012-00-1562 rev. H serial number (B)(6) received with reported physical damage part number 0670-00-0770 rev. Rev. I serial number (B)(6) received with a reported saline spill/corrosion. Part number 0436-00-0274 - received with reported physical damage. Performed a visual inspection and found part number 0012-00-1562 and part number 0436-00-0274 to have physical damage as reported. Please see attachments. Performed a visual inspection and found part number 0670-00-0770 and observed white residue on the part which is consistent with saline. CAPA (B)(4) has been initiated to address this issue. Fat was able to verify the reported issues on these parts but no root cause able to be defined. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.